Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The report that the pump module infusing cytarabine appeared to be infusing too slowly was not confirmed or duplicated during the investigation. The log analysis showed that at 8:21 pm on (B)(6) 2017 cytarabine 180 mg/1800 ml was programmed to infuse at 75.8 ml/hr with a vtbi of 1780ml. There were multiple patient side occlusion alarms during the infusion. At 5:18 pm on (B)(6) 2017 the rate was changed to 140 ml/hr but the pump was paused, and 1 minute later was turned off, approximately 3 hours earlier than programmed. The calculated volume of cytarabine infused was 1535.614ml. The actual volume remaining in the bag when the infusion was terminated could not be ascertained from the log analysis. The incident disposable set and IV bag were not returned for investigation. Inspection of the module identified no factors that would have contributed to the event. Testing showed the device to be infusing within specifications and alarming for patient side occlusion appropriately. The cause for the occlusion alarms could not be ascertained from the log analysis. The pump module pressure setting was set at pump mode. Prior investigations have shown that performing infusions near the patient side occlusion threshold can result in a reduction of the flow rate. The root cause of the infusion running too slow could not be identified.

Event description:
The customer reported that a primary 24-hour infusion of cytarabine 1800 ml at 75.8 ml/hr was started. Approximately 21-hours later, when the infusion was checked, it was noted that the infusion bag contained more fluid than expected and that it appeared to be infusing too slowly. An md order was obtained to increase the infusion rate to 140 ml/hr. Approximately 1-hour later, the rate was decreased to 130 ml/hr and the infusion completed within the expected 24-hours. The second lvp was infusing d5 1/2 149 ml/hr and the device was on the IV pole higher than the recommended level with less than 20" fluid height above the pump. There was no report of patient harm.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on (B)(6) 2017 at 20:18 the rn initiated a 24-hour cytarabine infusion1800 ml at 75.8 ml/hr as a primary infusion via an lvp module. On (B)(6) 2017 at 17:25, the rn was performing her hourly rounds when it was noted that the infusion bag had more fluid remaining in the bag than expected and that it appeared to be infusing too slowly. The rn obtained an md order to increase the rate of infusion to 140 ml/hr. At 18:47, the rn returned and reduced the rate of infusion to130 ml/hr to complete the 24-hour infusion on (B)(6) 2017 at 20:27. The second lvp was infusing d5 1/2 @ 149 ml/hr and visual observation of the device on the IV pole was noted to be "high" with less than 20" fluid height above the pump. There was no report of patient harm.